Event description:
Guidewire inserted without difficulty. Removed gw without difficulty. Post placement xray showed a piece of guidewire was left in the pt. The piece was in the tissue and not in the venous system. No other info provided.